Event description:
It has been reported to philips that the device cannot produce exposure.the system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and after the flashlight high end kit was replaced and the software was downloaded, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed normally. The philips field service engineer (fse) inspected the system onsite and confirmed that there were no rays. Review of the system log file showed that there was an error in fdc (flat detector controller). Upon troubleshooting, fse found that fd controller failed post(power on self test), fdc led r1 and r2 indicator was red.; fse performed self-test but the test failed. To resolve this issue, fse replaced fdc. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.